Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (500 mcg/ml at 300 mcg/day) via an implantable pump. The pump was previously delivering baclofen with an unknown concentration and dose. The baclofen type and lot number were unknown. The pump&#62688;indications for use (ifus) were noted as intractable spasticity and cerebral palsy. On (B)(6) 2016, the patient reported that the pump was moving around; she stated that when the needle was inserted, the pump was not tight anymore. She noted that the pump had really helped her. It was stated that the event date was unknown. No patient symptoms were reported. Follow-up was conducted for the patient&#62688;pertinent medical history, other medications that the patient was taking at the time of the event, the intrathecal baclofen type, concentration, dose, lot number, and therapy start and stop dates, the date the pump started moving, the cause of the movement, related symptoms, troubleshooting performed in relation to the event, and actions/interventions taken to resolve the event. If additional information is received, a follow-up report will be sent.